Event description:
(B)(6) rn reported pt's old pump is not working needs a new one. Rn reported pump gave alert "needing maintenance", rn was able to bypass and move to next screen and started infusion. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: gamunex-c 10% sdv - 40gm. Gamunex-c indication: common variable immunodeficiency with predominant abnormalities of b-cell numbers and function. Did pt miss a dose or have an interruption to therapy? - unknown; did adverse event(s) result due to product issue? - unknown; did pharmacy replace device? - unknown; is device associated with event available for return? - unknown.